Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. The root cause of the air is unknown. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check heater line alarm, the home patient (hp) stated there was air in the patient line. The technical service representative (tsr) advised the hp to end therapy and to start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone call. The hp stated they started over with new supplies. The lot number was unknown and the supplies had been discarded. The hp has continued therapy no injury or medical intervention reported as a result of this incident.